Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an allergic reaction to the implantable cardioverter defibrillator (ICD) and the ICD eroded out of the pocket. The leads are assumed to have been explanted. No further patient complications have been reported as a result of this event.